Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their front four upper teeth look translucent, they are discolored. Their teeth are sore. Patient also reported that their dentist recommended them to stop using byte aligners due to the damage they are causing to their teeth. Patient provided photos that show no difference to teeth color prior to treatment. Recommended to stop using bytebright for a few weeks.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.